Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, a dissection of the coronary sinus leading to cardiac perforation and causing cardiac tamponade was observed. The implant procedure was abandoned. It was noted that the patient¿s condition following the event was stable. No further information was reported.